Event description:
It was reported an adverse event where it was needed to administer hydrocortisone to the patients previously reported ((B)(4)), and by the end of 1 hour later the papules were gone. There was a new patient on (B)(6) 2021, where it was administered medication. ((B)(6), 01.apr.2021) at the firsts two cases ((B)(4)), those two patients were not needed to take medications, both have gotten better with no intervention. The 3rd patient (this (B)(4)) only, the health care professional reports that it was needed to give the hydrocortisone. They further report that there was no change in any of the antisepsis procedures.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define a probable root cause. Production record review was completed for batch/lot 0283167 and no non-conformance was noted during the manufacturing of this lot. If additional information becomes available, the record will be reopened and processed accordingly. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported an adverse event where it was needed to administer hydrocortisone to the patients previously reported (pr# (B)(4)), and by the end of 1 hour later the papules were gone. There was a new patient on mar. 29th, where it was administered medication.